Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04905. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one of the patient's leads. It was noted that the patient had a surgery prior where cautery was used. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedance, so both are being reported.

Event description:
Additional information received indicates that all issues were resolved post-operatively.